Event description:
It was initially reported by a company rep that a vns pt experienced an increase in seizures due to unk reason. F/u with the pt's treating neurologist indicated that vns pt's increase in seizure were at baseline and it was due to high lead impedance. The pt was referred for surgery. F/u with surgeon revealed that the cause for high lead impedance is due to "host response." (I.e. Fibrosis). The last good diagnostic result was on (B)(6) 2010 where all tests were normal. No manipulation or trauma had occurred per neurologist and x-ray images were taken, but will not be sent to the MFR. Good faith attempts to obtain product has been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.